Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The customer reported that the unit goes into vent inop: machine and proximal pressure sensors failed. The field service engineer (fse) was able to duplicate the reported problem. The (fse) performed inspection of the ribbon cable, da-mc, and found it was not fully seated correctly. The customer reported that the unit was not in use on a patient. The field service engineer (fse) re-seated the ribbon cable and it fixed the problem.